Event description:
It was reported that six days after implantable pulse generator (ipg) implant, a system upgrade to bi-ventricular (bi-v) implantable cardioverter defibrillator (ICD) was scheduled. At the time of the procedure, the physician decided to upgrade on the same side as the pacemaker. When the pocket was opened, the doctor identified a large hematoma and access issues. At this time, the physician decided to extract the original pacemaker system from the left side and implant a new biv ICD system on the right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4). The device was returned and analyzed. Analysis was performed and no anomalies were found. It was noted that the device was returned and analyzed but no issue was identified that required full analysis. Concomitant product: 5086mri45 implantable pacing lead (B)(6) 2014. (B)(4).